Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's hip was revised after patient complaint of pain. Originally a revision of only the shell was planned but intra-operatively, surgeon reported the presence of trunnionosis and metallosis (black material present at the implant site).

Event description:
It was reported that patient's hip was revised after patient complaint of pain. Originally a revision of only the shell was planned but intra-operatively, surgeon reported the presence of trunnionosis and metallosis (black material present at the implant site).

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the device was not returned however a photo of the device was provided. Examination of this photo by a clinical consultant noted [...] The tissue on the cup is more like fibrous tissue although only histopathology is ultimately able to distinguish between bone and fibrous tissue.[...] Medical records received and evaluation: a review of the provided explant photos and x-rays by a clinical consultant noted; [...] No evidence is available to suggest that device-related factors have played a role although the exact cause of the cup loosening remains uncertain due to lack of adequate clinical and radiological information.[...] Device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: a clinical consultant concluded [...] No evidence is available to suggest that device-related factors have played a role although the exact cause of the cup loosening remains uncertain due to lack of adequate clinical and radiological information.[...] No further investigation for this event is possible at this time. If additional information become available such as return of device or additional x-rays, this investigation will be reopened.